Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother called requesting assistance with changing his infusion set. The caller stated that the customer was experiencing high blood glucose of 347mg/dl. The caller changed the infusion set, but his glucose level continued high. Then the grandmother gave him a shot of 15 units. The caller mentioned that the customer has not eaten for one day and half and he was drinking only water. The caller stated that the paramedics were called and his blood glucose was 363mg/dl by the time they came and took the customer to the hospital. It was mentioned that the customer was in an accident while driving. It was stated that the customer was not wearing the insulin pump at the time the paramedics were called, but he went back on the insulin pump and everything seemed to be working fine, then he started vomiting and was taken back to the hospital. No further information was provided.